Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, a plastic portion at the distal tip of the fenestrated bipolar forceps instrument was melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the damage was identified at the beginning of the decontamination process. The instrument was not inspected in the operating room after the completion of the procedure, but rather prior to reprocessing when the damage was noted. The customer stated they did not notice arcing during last procedure. Surgeon believed damage occurred when the monopolar curved scissors were placed on top of the fenestrated bipolar forceps to utilize energy from both devices during the procedure. No instrument collisions were noted during the procedure.